Event description:
It was reported that a cs1s was used during a esophagectomy. It was reported by the affiliate that six hours after the operation 2 liters of bleeding was found from right mesentalic artery, which was coagulated with cs1s. Bleeding was controlled by ligation during reoperation.